Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endowrist curved-tip stapler 30 involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. A review of logs showed that the customer pressed the emergency stop and used a stapler release kit (srk) on june 2, 2020. Error 22027 occurred at the site, stating the system has detected the use of the manual grip release wrench while the instrument joints are a locked state.¿ review of error logs showed the instrument failed the shifting phase during the procedure, prompting the site to press the emergency stop button and use the srk. Upon visual and microscopic inspection, no damage was found at the wrist. The instrument was placed on system and no initialization failures or errors/faults occurred during in-house testing. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly and clamp and fire test passed. No lubrication at the wrist was needed.

Event description:
It was reported that during a pulmonary lobectomy, the endowrist curved-tip stapler 30 did not fire when activated and got stuck on patient tissue. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) contacted the robotics coordinator and obtained the following information: the procedure was completed with a backup stapler. The issue occurred during the initial firing attempt. The customer had to use the release key to open the jaws and remove the instrument from the patient. There was no harm to the patient's tissue. There were no post-op complications.